Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine follow up visit, technical inspection revealed damage to the connector on the white power/ communication cable of the system controller. The patient reported that on 26 or (B)(6) 2024, the patient noticed alarm related to powering the system and decided to exchange the controller to the backup. Because of the damage, log files were unable to be retrieved from the affected controller. The patient was provided with a new backup controller. After review of the downloaded log files on the controller noted a controller clock reset on approximately (B)(6) 2024 in the periodic log file that was associated with a pump clock reset. This could indicate a pump stop had occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. Analysis of the submitted and retrieved controller log files revealed controller clock corrupt alarms due to the controller's clock being reset to the default timestamp of (B)(6) 2000. The submitted left ventricular assist device (lvad) periodic log file showed that the pump's clock was also reset, suggesting that there was a complete loss of power to the system that had caused the pump to stop. Due to the nature of the periodic log file, data is only captured at specified time intervals rather than upon the detection of an event; therefore, the exact onset of the event was not captured in the files, and a specific cause for the pump stop could not be conclusively determined through this evaluation. The pump appeared to function as intended at the set speed throughout the submitted log files. It was communicated that no information regarding the event was provided by the patient. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.